Event description:
It was reported that during pre-testing, the device was not inflating fully. No patient injury was reported.

Manufacturer narrative:
Two samples were received in used conditions. No damage was detected in visual inspection. When measuring the cuffs, the percentage for the symmetry was for sample 1: 33.33% and for sample 2: 37.83% these results are over 33.3% that is the minimum acceptable. Based on the test, the units are within spec. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).